Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age and gender unknown) the device displayed a "maintenance required" message. The pads weren't expired and the battery pack is at 47%. After analyzing, the unit failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the device history log showed no evidence of a device malfunction. The customer indicated the event date was 06/09/2025; however, the only recent logged patient event is 06/07/2025. There are no critical errors logged for that date. The device never prompted for shock delivery, as the required conditions were not met. The "maintenance required" prompt occurred after the event, when the lid was opened without pads attached. The device operated as expected. Analysis of reports of this type has not identified an increase in trend.